Event description:
Concomitant devices: pfna blade perf l100 tan (part# 04.027.035, lot# 32p6644, qty 1), unknown end cap (part# unknown, lot# unknown, qty 1). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 04.027.264s, lot # 1l42487, release to warehouse date: 19 sep 2018, manufacturer: bettlach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the pfna ø12 long r 130° l340 tan (part #: 04.027.264s, lot #: 1l42487) was received at us customer quality (cq). Upon visual inspection, the nail was broken at the proximal hole. The proximal broken end was not returned. Deep surface scratches, nicks and drill marks were also observed. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: big shaft od = conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the nail was received broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a hardware removal procedure on (B)(6) 2021 due to a broken proximal femoral nail antirotation (pfna) nail. It was noticed during a post surgery x-ray. Breakage was confirmed after revision surgery. Initial implant date was (B)(6) 2021. Patient outcome is reported as good. No further information provided. This report is for one (1) pfna ¿12 long r 130¿ l340 tan. This is report 1 of 1 for complaint (B)(4).